Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# zteg-2pt-32-22-162-pf. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) year old male patient underwent stanford b aortic dissection repair. There was no notable problem about the patient's anatomy and it was suitable for endovascular repair. The physician prepared the delivery system properly and attempted to insert it into the right femoral. However he could not insert it as feeling the resistance. He felt like the sheath tip of the marker band area got caught in the entry of the vessel, so he removed it and found a slight gap between the sheath tip and the dilator, so he fixed it and attempted to insert it again but felt the same resistance. He removed the device and checked and fixed the gap again by hand as much as possible and tried again. However he felt the same resistance again and determined not to use this device since further attempt would damage the vessel. He used the same size with the different lot (e3340031) instead with no problem and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: the complaint states a patient who had to undergo an aortic dissection repair. After preparing the device the physician attempted to insert it into the right femoral artery, however a resistance was felt at the entry of the vessel. The device was removed and a slight gap between the sheath tip and the dilator was found. The physician fixed it and attempted to insert the device once again, but felt the same resistance. He tried to fix the gap again by hand and tried again. Since the resistance was felt once again, he determined to use another zteg device in the same size from another lot and the procedure was completed. The complaint device was returned and inspected visually and under light microscopy. It showed a sheath tip that was frayed and scratched and a major gap between the sheath tip and dilator tip was observed. The sheath was pulled/pushed back and the distal end of the dilator tip was visible. No evidence was found to suggest that the device was manufactured outside of specifications. The length of the dilator tip is measured and quality controlled during device manufacturing. However, it is not possible to say whether damage occured to the device during shipping or device preparation. As described in the IFU, the device should be inspected prior to use and not used, if damage has occured. Cook medical will continue to monitor for similar events.